Event description:
Customer reported that the date and time set in their precision xtra blood glucose had changed spontaneously. The customer reported using the p-link software. Customer also reported experiencing symptoms of dizziness and ate doughnuts to counteract his symptoms. There was no report of third party medical intervention, death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed.